Event description:
It was reported that right after start of an unknown procedure, instrument blocked without any reason and without any message on generator screen. They changed instrument with another new one and finished procedure. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 4/27/2023. D4 batch #: x96c4u. Investigation summary. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the shaft bent. The device was connected to a test handpiece and a gen11. During functional testing, it was noted that the max hand activation button was nonfunctional. However, the device did activate when tested with the footswitch. The device was disassembled to inspect the internal components. Corrosion was found at the max hand activation dome. Due to the moisture discovered on the instrument which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude a root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion/moisture to the device. The damaged on the shaft is related to improper use of the device. It should be noted that as part of our quality process all  devices are manufactured, inspected, and released to approved specifications. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch x96c4u, and no non-conformances were identified.